Event description:
It was reported that the patient presented to the hospital after receiving shocks. Device interrogation revealed inappropriate therapy due to noise. Hv therapy was turned off until lead revsion could be completed. The lead was capped and replaced. Patient condition after the event was good.

Manufacturer narrative:
No medwatch form was received.